Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient representative (rep) said that within the last 2 weeks, they found it took too long to charge and won't charge the ins to 100 percent. The pt rep said that last night they started seeing a software problem screen with details: 1-intellis 2 3.6 3 58 4 qf new. The pt rep reset the controller during the call and would now charge the controller and then charge the implant. They would call back if issue the persisted. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.